Manufacturer narrative:
Medwatch number is (B)(4). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, when trying to deploy a band, the bands misfired and would not deploy. Another band was attempted to be deployed but the same issue happened. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.